Event description:
It was reported that during a laparoscopic gastric bypass, the device fire malformed staples. The surgeon used sutures to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent 10/12/2004.